Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single-use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2022. The consumer reportedly mistook the reagent for eye drops and added several drops to his eye. Due to the accidental exposure, the patient experienced eye redness and a stinging pain. The consumer rinsed his eyes for 5 seconds and used eye drops and was put in contact with rocky mountain poison and drug services.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2022. The consumer reportedly mistook the reagent for eye drops and added several drops to his eye. Due to the accidental exposure, the patient experienced eye redness and a stinging pain. The consumer rinsed his eyes for 5 seconds and used eye drops and was put in contact with rocky mountain poison and drug services.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single-use; device discarded.